Event description:
It was reported that the user experienced hyperglycemia with a blood glucose value of 331 following an infusion set and supply change on the ilet, which persisted until a subsequent full supply change was performed with guided troubleshooting and insulin delivery was resumed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a specific device problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.